Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side implant rupture confirmed by MRI. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior side assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: brown particles observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant rupture confirmed by MRI and ultrasound. The device has been explanted and replaced with non-allergan device.